Event description:
The customer reported that, during procedures, the screen went blank, the system displayed a communication error message and the system power cut off. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was tightened and the power supply was adjusted. The system software was reloaded. The system was then found to be operating as intended.